Event description:
It was reported that the images on the 9900 sys were very dark. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The auto-histo button was turned off. The camera was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.